Event description:
The pt was unconcious. The daughter tested pt's blood glucose on the suspect device and it was 497 mg/dl. Called the paramedics. When they arrived they tested blood glucose on their device and it was 27 mg/dl. Pt was given glucose and taken to the hospital.